Event description:
During the procedure, the balloon was inflated in the vessel, then deflated; when attempting to remove balloon from patient, it was met with resistance. The physician gave a tug, the delivery system came out but the balloon disengaged from body of device. Balloon was in catheter still on wire. Entire system was removed from body. A new catheter and wire were reinserted. It is unknown if the new catheter and wire were of the same or different lot.